Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that when the patient turns their stimulator back on after recharging, the stimulator is strong at first but lessens as time goes on. Patient said he thinks he needs his left leg adjusted. Product service specialist (pss) redirected patient to health care professional (hcp) to have device checked. No trauma/fall were related to this issue. No patient symptoms or complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may have malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.